Event description:
The patient's mother initially contacted animas alleging the pump would not load the cartridge. The pump was returned to animas. Evaluation revealed that the force sensor plate was contaminated and the force sensor resistance reading was out of specifications. This complaint is being reported based on the evaluation results. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Recall# 2531779-03/24/2010/003-r. The pump was returned to animas. Review of the pump history revealed 'no cartridge detected' alarms. The pump was able to be rewound, loaded, and primed with no failures. The force sensor calibration was out of specifications. Contamination was found on the force sensor plate. Unrelated to the complaint contamination was found under keypad button contacts and the battery compartment was cracked at the case seal.